Event description:
Reportedly, during incoming inspection, a message indicating that the initialization of the inductive programming head failed was displayed, even though the head was functional.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection, a message indicating that the initialization of the inductive programming head failed was displayed, even though the head was functional.